Manufacturer narrative:
The event occurred approximately 7-10 days from when the event was reported to baxter. Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 13.5g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H4: the lot was manufactured between july 11, 2022- july 13, 2022. H10: two (2) devices were received for evaluation containing approximately 67ml and 69 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.